Event description:
Nurse performed sweat test on pt's right arm with black electrode on upper arm and red electrode on lower forearm. Nurse turned on power and raised the needle to 3.5 milli "amos" gradually. Nurse placed thumb between both electrodes during test. Performed test for 5 mins and at end of test rn turned off power. When rn removed both electrodes and inspected pt's skin, a small 1 cm by 1/2 cm area of arm was burned.